Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that this 72 y/o female patient's right knee was revised due to the recalled poly. When conducting search of the serial, it was determined that the number is not affected by the recall. Patient was last known to be in stable condition following the event. No delay or prolongation. No x-rays or photos provided. Device is not returning - hospital kept.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6b, h6. MDR section codes updated/corrected: b, c, d, g. Implant date is unknown. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.